Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead pacing lead was already extended when removed from packaging. It was also reported that during the implant procedure, noise was observed on this pacing lead. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with the helix retracted. If information is provided in the future, a supplemental report will be issued.